Event description:
It was reported that this brady device is suspected of exhibiting oversensing on the right ventricular channel. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Attempts were performed in order to inquire about the model of the device, however at this time, no information regarding the model of the device is available.